Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a third and fourth episodes of unspecified infections which was manifested by cloudy effluent. The cause of the events were not reported. It was reported that the patient did not go to the hospital and was not hospitalized for the events. On an unreported date, the patient was given unspecified anti-inflammatory drugs (oral, doses, frequencies and durations were not reported) for treatment. At the time of this report, the patient was recovered from the events. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.